Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50 ,serial: (B)(4), description: linear st lead, 50cm; sc-2218-50, s/n (B)(4). The lead analysis indicated six cables fractured at the clik anchor site, 1 cm from the set screw mark. There are no exposed cables. Sc-2218-50, s/n (B)(4), the lead analysis indicated that all the cables fractured at the clik anchor site, 1 cm from the set screw mark. There are no exposed cables. Sc-2218-50, s/n (B)(4), a review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a lead explant due to high impedances. The patient had been experiencing a loss of stimulation and the physician suspected malfunction of the leads.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-2218-50 serial/lot: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient underwent a lead explant due to high impedances. The patient had been experiencing a loss of stimulation and the physician suspected malfunction of the leads.